Manufacturer narrative:
Product ID: 3093, lot# unknown, implanted: (B)(6) 2015, product type: lead. Product ID: 3093, lot# unknown, implanted: (B)(6) 2015, product type: lead.

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient had stimulation away from the anus. The patient then had a return of incontinence due to a loss of efficacy on (B)(6) 2015. It was unknown what led to the event or how the issue was identified. No diagnostic/troubleshooting were performed. The patient device was reprogrammed twice and the issue resolved. The event was assessed by the investigator as not serious, related to the device, and not related to the procedure. Relevant medical history includes fecal incontinence due to anal carcinoma since 2013. Follow up is being conducted to determine the cause of the change in stimulation location and the cause of the loss of efficacy.

Event description:
Additional information received reported the patient had a return of incontinence on (B)(6) 2015.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093, implanted: (B)(6) 2015, product type: lead. Product ID: 3093, implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received reported that the event was related to the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.